Manufacturer narrative:
Concomitant medical products: product ID: 748240, serial# (B)(4), implanted:(B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v015069, implanted:(B)(6) 2007, product type: lead. Product ID: 748240, serial# (B)(4), implanted:(B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v021705, implanted:(B)(6) 2007, product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a health care provider (hcp) reported that a CT scan of the patient's head and blood work was done. The patient had fallen and hit their head. The patient did not have a stroke and they symptoms had resolved.

Event description:
The health care provider (hcp) reported via the company representative that there was a ¿patient with a stroke.¿ it was later stated that the patient had been admitted to the hospital on (B)(6) 2015 with ¿stroke like symptoms¿ and they wanted the company representative to come and check the device to rule that out as a possible problem. Therapy impedance was checked and all values were within normal range. In addition, the battery had been in full time use since the previous (B)(6), and the patient reportedly charged their battery every other day and kept it above the 50% range. No interventions/actions were noted to have been taken to resolve the issue, but it was unknown if the issue had resolved. It remained unknown what led to the event or how the issue was identified. Further follow-up for diagnostics, actions/interventions, and patient outcome is being conducted. If additional information is received, a follow-up report will be sent. Indications for use: parkinsons dual movement disorders